Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there as a hole in the specimen bag.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo catch ii 15mm pouch. The event report alleges the product was used in a surgical procedure. The green ring is still in the handle and the bag is partially deployed. In two sections along the tear seam the bag was detached. The instrument was functionally tested, the metal ring advanced and retracted properly and the bag was cinched without difficulties. The reported condition was confirmed. The file will be closed as cannot be reliably determined. Unfortunately, a definitive root cause could not be reliably determined with the information currently available as it cannot be determined how the tears came to be and whether it was a manufacturing or user issue. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. There was a hole in the specimen bag.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.